Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record were reviewed and performed there was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that after putting contact lens right eye became painful with foreign body sensation. Consumer also found cut lenses. Later on, consumer consulted physician and eye examination revealed diffuse conjunctival hyperemia, corneal infiltrate at the peripheral mid zone at 5 o'clock position, smaller than one millimeter, with a small centrally located fluorescein-positive spot, surrounding epithelial damage, very mild anterior chamber inflammation around three to four cells per field and corneal abrasion in right eye. Consumer was diagnosed with corneal infiltrate due to contact lens use. Consumer was prescribed with moxifloxacin 0.5 percent eye drops, at a frequency of one drop every hour while awake, gentamicin ointment one application before nighttime sleep and trehalose 3 grams with sodium hyaluronate 0.15 grams eye drops in both eyes as needed. Ophthalmologist advised consumer to do follow up within forty-eight hours. The current status of consumer eye was symptoms were resolved. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).